Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Baxter received and evaluated the device in question. A system error 322 was confirmed through review of the device history log. However, it could not be reproduced during the evaluation. The device was tested for 242 hours and no malfunction could be identified. The upper and lower auxiliary assemblies were replaced because they are known contributors to this system error.

Event description:
It was reported that a spectrum pump experienced system error 322. It was also reported there was no patient injury.